Manufacturer narrative:
(B)(4). Approximate age of device - 2 years. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient underwent a pump exchange due to a "broken driveline/infection". Additional information was requested, but not provided.

Manufacturer narrative:
The report of a potentially compromised percutaneous lead was confirmed in the evaluation of the left ventricular assist system (lvas). The pump was returned assembled with the percutaneous lead cut approximately 7.5 inches from the pump body and a 1.5 inch and a 4 inch portion of the severed portion of lead was returned. Continuity testing was performed on the 7.5 inch pump end portion of lead and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing of this segment. The shielding and bionate were removed from all three portions of the returned percutaneous lead and examination of the underlying wires revealed breaches in the insulation of all 6 wires in between 8 inches to 10 inches from the pump body. The conductors of all 6 wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wires could have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The disruptions in the wires would have affected all three wire phases and would have also interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.